Event description:
It was reported that there was far field r-wave (ffrw) oversensing on the right atrial (ra) lead. It was also reported that there had been an alert for atrial lead position check failure. No anomalies were found and the lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.